Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose of 550 mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer's blood glucose was 400 mg/dl at the time of incident. Customer¿s blood glucose level was 212 mg/dl. Customer had symptoms such as nausea and vomiting. Customer was treated intravenous insulin. Customer state that the cannula was not bent and there were no air bubbles. Customer state that insulin pump had multiple insulin flow blocked alarms. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.